Event description:
Patient revised on (B)(6) 2020 due to dislocation from a fall, approximately 9 weeks after primary surgery. Surgeon explanted 36/+3 standard humeral cup and replaced it with 36/+9 standard humeral cup.